Event description:
It was reported that the patient experienced a pericardial effusion, pneumothorax, and perforation due to the dislodgement of the right atrial lead. The pneumothorax is being treated, and the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.